Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. The customer's blood glucose levels were 190 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer informed that they were unable to transition to the auto mode. The customer was able to clear the alarm and complete the insulin pump rewind. The customer reported that the insulin pump did not pass the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failure during self test and confirmed in the device history due to broken trace on u1 keypad assembly.